Event description:
It was reported that insulin from the reservoir leaked while filling and the customer experienced high blood glucose. No further information was provided.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed pre-fill reservoir test. All three reservoirs passed per specification. No leakage/transfer guard anomalies were observed during analysis. Checked o-rings for defects and none were found. Inspected three randomly sealed reservoirs. Perform pre-fill reservoir test. All three reservoirs passed per specification. No leakage/transfer guard anomalies were observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.